Manufacturer narrative:
Annex coding updated based on quality engineering review.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the mceb to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that the or staff contacted tech support due to a persistent ergonomic error on console 2. Before reaching out, a hard power cycle was attempted without resolving the issue. The customer decided to disconnect console 2 and continue with a single console setup. The caller mentioned the possibility of using another console from a different room for the next procedure. The customer reported event has no report of patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The mceb was returned for failure analysis, and ergonomic error 23065 was confirmed but not reproduced. A review of logs confirmed that error 23065 occurred in the field. Visual inspection identified no issues related to the reported event. During bench testing, dv commander was used to verify proper function of both the hss and the armrest motor/brakes; no anomalies were observed. A digital multimeter (dmm) was then used to measure voltages throughout the armrest motor and brake circuits. All measured values met specification, and no issues were detected. The mceb was installed in a reference (golden) system and demonstrated expected performance. Ten consecutive power cycles were performed, with all ergonomic functions physically verified for proper operation after each cycle. The mceb then idled in the golden system for 22 hours without incident. Based on these results, failure analysis concluded that no root cause could be attributed to the reported event.